Event description:
It was reported that catheter broken up from proximal end while attaching connector. Patient status/intervention: admitted. Additional information received 16-feb-2022: procedure for patient was almost completed. It was during the last step while fixing connector, the PICC line broken up. Nursing team managed to fix connector on the same broken PICC but that led to shortening of catheter length.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft1997 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter broken up from proximal end while attaching connector. Patient status/intervention: admitted additional information received: 16-feb-2022: procedure for patient was almost completed. It was during the last step while fixing connector, the PICC line broken up. Nursing team managed to fix connector on the same broken PICC but that led to shortening of catheter length.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A single photograph of a damaged 4fr s/l groshong nxt catheter was returned for evaluation. The proximal end of the implanted catheter shaft and the blunt of the two-piece connector were visible in the photograph. The catheter contained a complete circumferential break in the shaft. The detached catheter segment appeared to be less than 1cm long and appeared to have broken off of the proximal end of the catheter. The damage reportedly occurred when assembling the catheter onto the connector. The exact root cause of the damage could not be determined from the returned photograph. However, this type of damage can occur if the catheter was kinked over the stylet flushing blunt prior to stylet removal, if the catheter was assembled onto the two-piece connector blunt at an angle, or if the catheter was bunched/kinked on the connector blunt prior to assembling the distal piece of the two-piece connector. The IFU states, "gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks." H3 other text: evaluation findings are in section h11.